Event description:
It was reported that 66 months after the implantation the lead demonstrated oversensing. No adverse patient events were reported. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
It was reported that this lead was explanted and replaced on (B)(6) 2023 upon receipt, the lead under complaint was found cut 10 cm distal to the df4 connector pin. Both lead fragments were available and subjected to an extensive analysis. 36.5 cm distal to the df4 connector pin the lead body was found squeezed and deformed. The insulation was damaged in this region. This damage can be considered the root cause of the clinically observed oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
It was reported that this lead was explanted and replaced on (B)(6) 2023. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data acquired between (B)(6) 2022 and (B)(6) 2023 recorded the sudden decrease of the pacing impedance from approximately 480 ohms to <200 ohms. The analysis of the provided iegm episodes revealed artifacts on the rv and far-field channel, which led to the reported oversensing as well as ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data acquired between 22nd may 2022 and 16th january 2023 recorded the sudden decrease of the pacing impedance from approximately 480 ohms to below 200 ohms. The analysis of the provided iegm episodes revealed artifacts on the rv and far-field channel, which led to the reported oversensing as well as ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.